Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported by the customer's mother, that the customer received a motor error alarm as well as a off no power alarm. Customer's blood glucose level at the time 490mg/dl. Customer treated with manual injections. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.